Manufacturer narrative:
Preliminary report. Pending patient information.

Event description:
It was reported that pga suture breaking for closure of arms and legs, needle bending and difficulty with dispensing from racetrack requiring "extended pressure". (Lot# 180413-53) these failures occurred with several patients requiring extra sutures or a new suture for closure. The number of patients involved is approximately 10 but the exact number is unknown. These patients did not experience any adverse effects. It is unknown if there was a delay in surgery greater than 30 minutes.